Event description:
It was reported that the patient had an episode of chest pain when placed on a sulfa antibiotic for an infection on (B)(6) 2023. The patient stated that they were on bactrim due to chronic infection with persistent drainage, onset date on (B)(6) 2023. The patient was noted to be afebrile and hemodynamically stable but was started on vancomycin and zosyn due to concern for driveline infection. On (B)(6) 2023, the patient presented to the emergency center with a complaint of chest pain and an allergic reaction to 'some' medication. The patient stated 6 days ago they had a fever which lasted for two days and resolved with tylenol, along with upper lip swelling. The patient reported the lvad alarmed twice from what the patient thought was lvad over heating. Patient denied shortness of breath. Solumedrol and a cardiovascular metabolic workup was ordered. Chest x-ray revealed pulmonary edema and labs revealed elevated brain natriuretic-peptide (bnp) and liver function tests (lfts). It was reported that the patient had a history of transaminitis prior to lvad implant. Transaminitis was thought to be related to hepatic congestion. The patient was started on diuresis and admitted to telemetry for continued diuresis. It was later reported that the patient returned to the emergency room on (B)(6) 2023 and was admitted for elevated creatine levels suggesting non-oliguric acute kidney injury related to ongoing infection in the setting of diuretic use. The clinician reported the right heart failure with pulmonary edema and a minimally elevated bnp. It was planned to hold lasix, give more hydration, and avoid nephrotoxic agents. On (B)(6) 2023, it was noted the patient had a pre-existing condition of severely reduced global (right ventricular) rv systolic function on an echocardiogram prior to left ventricular assist device (lvad) implant. Patient had reported alarms, but none were noted upon interrogation. Plan of care for patient will be to continue outpatient routine lvad care. Patient is currently home and stable. No log files were obtained at time of event and no product was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. While subjectively febrile, the patient believed that the device alarmed for overheating; however, it was later reported by the account that this was not an issue as no alarms were identified upon device interrogation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and will continue with routine outpatient vad care. No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C contains the following information: section 1 outlines potential adverse events, including infection and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines visual/audible alarms and what action(s) to take when they occur. Care instructions regarding preventing infection are provided in various sections of this document. Additionally, the instructions for use instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to the emergency center with complaint of chest pain and an allergic reaction to some medication. The patient stated that 6 days ago they had a fever at home that lasted for two days and resolved with tylenol. During this time, the left ventricular assist device (lvad) alarmed twice from what the patient thought was from overheating. Additionally, the patient noticed that they had upper lip swelling the night prior to presenting to the emergency center. The patient took a benadryl and woke up with lower lip swelling. No shortness of breath was noted. An episode of chest pain was noted 2 days ago when the patient was placed on sulfa antibiotic on (B)(6) 2023. There appeared to some mild swelling of the lips. Solumedrol was ordered in addition to a cardiovascular metabolic workup. Chest x-ray revealed pulmonary edema and bnp was minimally elevated. Liver function tests (lfts) were noted to be elevated. Transaminitis was thought the be related to hepatic congestion. It was noted that the patient had a history of transaminitis on (B)(6) 2022, prior to lvad implant. The patient was started on diuresis and admitted to telemetry for continued diuresis. The patient stated that they were on bactrim due to chronic infection, onset date of (B)(6) 2023, with persistent drainage over the past week. The patient was noted to be afebrile hemodynamically stable, with normal white blood cell count. The patient was started on vancomycin and zosyn due to concern for driveline infection. Repeat would culture resulted on (B)(6) 2023 and revealed few staphylococcus aureus, few staphylococci second morphotype, and few staphylococcus epidermidis. Blood cultures showed no growth as of (B)(6) 2023. It was later reported that the patient returned to the emergency room on (B)(6) 2023 and was admitted for elevated creatine levels suggesting non-oliguric acute kidney injury related to ongoing infection in the setting of diuretic use. It was planned to hold lasix, give more hydration, and avoid nephrotoxic agents.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.